Manufacturer narrative:
Concomitant medical products: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The manufacturer's representative (rep) reported the last successful recharging session was two months prior. The rep. Was unable to communicate with the implantable neurostimulator (ins) using the recharger, patient programmer (pp), or the clinician programmer. The antenna locate (al) feature was used with results of 72-74. It was noted the ins was palpable. An ins overdischarge was suspected and a physician mode recharge (pmr) was going to be performed. No patient symptoms were reported. Relevant medical history includes complex regional pain syndrome type ii and spinal pain. It was further noted that the ins was recovered from overdischarge and trickle charged twice but it had yet to hold a charge. The battery would rapidly charge normally up to 50% and then when an attempt was made to interrogate the device with the clinician programmer it indicates the battery was discharged. The patient was going to recharge on (B)(6) and let the rep. Know if the battery was able to sustain the charge. The rep. Further reported that the battery would not hold a charge for the third time, but it was unknown if the patient was going to have the ins replaced.